Event description:
Info received indicated the reverse trendelenburg function and pt siderail controls do not work.

Manufacturer narrative:
The hill-rom tech found the beds head sensor linkage was positioned incorrectly. The head elevation indicated 37 deg when it was actually 0 deg. The tech repositioned the sensor linkage to repair the bed.